Event description:
Reported by the FDA district office that they were investigating a case in which the patient had died while on the pump. The reporter stated that they are not indicating the pump was at fault but it is just one of the denominators that need investigating. Patient receiving morphine for post surgical pain. Patient found dead the following day.

Manufacturer narrative:
Received copy of autopsy report together with results of independent testing of device report list cause of death as 1) morphine intoxication. 2) pulmonary edema. Pump evaluation conducted by FDA. Multiple tests showed pump to be operating according to specifications.